Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd¿ insyte autoguard bc had plastic pieces on the catheter. Customer¿s verbatim: "we had 2 this morning that had plastic pieces (debris) on the catheter itself. We have removed that lot and kept the 2 that the debris was noted on. They were not used on a patient. Thanks"

Event description:
It was reported that two bd¿ insyte autoguard bc had plastic pieces on the catheter. Customer¿s verbatim: ¿ we had 2 this morning that had plastic pieces (debris) on the catheter itself. We have removed that lot and kept the 2 that the debris was noted on. They were not used on a patient. Thanks¿

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8256535; the lot number was built / packaged on afa line 11 from 13sept18 thru 17sept18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received 51 unused iag bc 20ga units in sealed packages from catalog number 382523, lot number 8256535. Visual/microscopic evaluation: no foreign/non-foreign material, particulate loose or embedded was observed anywhere on the 51 returned units. Conclusion: indeterminate ¿ the defect foreign matter was not identified or confirmed with the returned units. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.